Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI : (B)(4). The certas valve was returned for evaluation: device history record there is no indication that the production process may have contributed to this complaint. Failure analysis the valve was visually inspected; only needle holes in the needle chamber were noted. The valve passed the test for programming, occlusion, leak, siphon guard, reflux and pressure. No root cause could be determined as no product problem was identified by the technician. The possible root cause for ¿catheter fractured¿ could be due to ¿physical/mechanical properties of the catheter material¿. Complaint will be closed as 'incident unrelated to device'.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the cetras plus valve was implanted via l-p shunt in (B)(6) 2017 with unknown settings. On (B)(6) 2020, the valve was replaced with a new one due to a lumbar catheter fracture. The valve was used with the silascon lumbar catheter (B)(4). The setting was unknown, and the peritoneal catheter was used as is with a titanium connector.